Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that the provided photo was reviewed; however, it does not provide any clinical insight into the reported implant breakage. Per complaint details, no pieces remained in the patient as it was removed from the patient with tweezers. After a non-significant delay, the procedure was completed using a back-up device in the same bone hole. An analysis of the customer provided image found the biorci-ha screw laying on a flat surface, the device looks split towards its thinner end. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an acl procedure, the biorci-ha screw broke inside patient. The broken piece was removed with tweezers, nothing was left inside the patient. The bone quality was really hard. Surgery was completed after a non-significant delay, using a back-up device in the originally drilled bone hole, no void was left in the patient. No issue to the patient or further complications were reported.